Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of fentanyl (20000.0mcg/ml, 7094.0mcg/day) in an implantable infusion pump for non-malignant pain. At the patient's (B)(6) 2015 refill, the nurse aspirated out "11" and there was supposed to be "7." It was later clarified the nurse usually pulled out 7ml, but pulled out 11ml at the most recent refill. The expected reservoir volumes were unknown. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding if there were any patient symptoms, what troubleshooting/actions/interventions were required, if the cause of the volume discrepancy was determined, and if the issue resolved.

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information obtained from the healthcare professional (hcp) indicated that the patient didn't experience any symptom in relation to the volume discrepancy. No other information was provided regarding this event.